Event description:
It was reported that the dental implant failed due to peri-implantitis. Pain and inflammation reported as a consequence of the event. The doctor confirms that the procedure was not completed with another implant in the same surgery and that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.